Event description:
Sample.

Manufacturer narrative:
One sample was received and tested with the customer's complaint of leakage. The primary tubing set was found to be a material# 2420-0007 after no material# or lot# was provided from customer. The set was primed and infused with saline solution and the leak at upper smart site was noticed and the complaint was verified. The smart site was then visually analyzed under high power digital microscope and the leak was found to be coming from a hole in the smart site valve as if a sharp object/ needle was inserted into the needle-free connector. The root cause of this issue is unknown due to manufacturing error not being a possible cause of the damage.a device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that leaking tubing that was used for an IV iron administration.